Event description:
Clamping a chest tube for removal and forceps tip snapped off - did not result in any harm but potential with flying piece of clamp. Manufacturer has been notified and they have asked that all our stock of this product be returned for investigation and review.